Event description:
When caretaker pulled the product (algidex ag packing gauze) from the middle of the bottle, it was black, stuck together, and unable to remove. Caretaker stopped using product. Va gave the pt only one bottle and that one bottle has been used repeatedly. Pus was reported at the surgical site where the algidex packing strips were used.

Manufacturer narrative:
Investigation findings: when the report was received, it was identified that the product was provided to the reporting customer after a surgical procedure by (B)(6) hospital located in (B)(6). It is unk as to what type of instructions were provided by the distributing hospital to the end user. In an effort to obtain the product for eval, (B)(6) retrieval was attempted at the address listed in the complaint file. These attempts were unsuccessful. On 07/13/2015, deroyal's qa department was contacted via phone by the end user's daughter. During the course of this communication, it was identified that the sample was in her possession. Deroyal made additional attempts to retrieve the product for eval. A self-addressed container was shipped to the end user's daughter on 07/13/2015. As of 07/28/2015, the sample has not been returned for eval. The end user's daughter's contact info is as follows: (B)(6). Additional info was provided detailing the product was changed every other day for two weeks. Home health performed most dressing changes, but occasionally, it was done by her mother. This product was sealed when she received it from the (B)(6) hospital. She also was adamant stating, "a little infection, nothing life threatening," and this would "delay the recovery process". In addition, it was stated that the end user's daughter took the sample back to the pharmacy at the (B)(6) and showed them the product as well. She went on to state, "the (B)(6) does not have any additional product of the same lot number on the shelf". Correction: a correction has not been taken. Root cause analysis: the true root cause for the reported issue is unable to be determined. A sample has not been returned to deroyal for further eval and identification of the black substance. Corrective action and/or systemic correction action taken: due to the investigation and root cause determination, a corrective action has not been taken. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken.